Event description:
It was reported that the device¿s sleep/wake button intermittently required multiple presses to wake the ilet, and the user was guided to restart the device and initiate a firmware update while blood glucose was in range. Symptoms included no reported adverse clinical effects. Outcomes included continued use of the device with user education to call back if the issue persists after the restart and update. Investigation included remote troubleshooting and software update guidance. Investigation of this case revealed a suspected user interface performance issue related to the sleep/wake function with a potential software contribution. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending observation after firmware update.